Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant components include: product ID 8784 serial# (B)(4) implanted: (B)(6) 2015 explanted: (B)(6) 2017 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for intractable spasticity and post spinal cord injury. It was reported on 2017-apr-29 that the catheter was completely explanted and replaced on (B)(4) 2017. It was clarified on 2017-may-04 that the representative was put on the schedule a few days before the procedure but had no information as to what was going on, only that there was a catheter revision. It was indicated that the representative believed that they were told about covering the case on (B)(6) 2017. On the day of the procedure the representative was told by the surgeon that the patient was experiencing increased spasticity over the last couple of weeks but had no withdrawal symptoms. It was noted that during the procedure the surgeon observed a kink where the catheter exited the anchor and entered the fascia, and when the surgeon released the anchor and cut the catheter there was good cerebrospinal fluid (csf) flow the surgeon opted to splice a new pump segment in after anchoring again. It was indicated that the patient was doing well now as far as the representative knew. It was stated that they didn¿t know why it would have gotten kinked. It was reported that the surgeon opted to dispose of the old catheter after the procedure instead of returning it for analysis. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2017-may-08. It was reported that the patient's weight at the time of the event was unknown. No further complications were reported or anticipated.